Manufacturer narrative:
Product not yet evaluated. Internal report #(B)(4).

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no attention. Customer's expected blood results are 80-150mg/dl fasting. Verified the strips expire 06/13/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 111mg/dl and 105mg/dl fasting. Reviewed meter memory: 522mg/dl; fasting: yes, 349mg/dl; fasting: yes, 378mg/dl; fasting: yes, 350mg/dl; fasting: yes, 426mg/dl; fasting: yes. Customer states that his concern is a result of 62mg/dl, 71mg/dl and 91mg/dl all obtained on (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no attention. Customer's expected blood results are 80-150mg/dl fasting. Verified the strips expire 06/13/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 111mg/dl and 105mg/dl fasting. Reviewed meter memory: (B)(6). Customer states that his concern is a result of 62mg/dl, 71mg/dl and 91mg/dl all obtained on (B)(6). No adverse event reported.